Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the reported problem. Review of the device diagnostic log noted a vent inop occurrence due to an oxygen motor error. Upon advice of manufacturer's product support, the service technician replaced the main pcb board to address the findings. Final applicable testing was completed and tests passed to operating specifications.